Event description:
It was reported that (2) tct75 devices were used during a lung biopsy procedure. It was reported by the rep that the firing lever would not advance. A third tct75 was used to complete the case and there was no consequence to the pt.